Manufacturer narrative:
Multiple attempts were made to obtain the patient's initials, age, weight, and gender, as well as the serial number of the heartmate ii lvas implant kit; however, this information was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient performed a pocket controller exchange on (B)(6) 2022 due to backup battery fault alarms. Their log files also showed low flow events between (B)(6) 2022, as well as a driveline fault alarm on (B)(6) 2022. Abbott's technical services suggested a second controller exchange be performed if the patient could handle a pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. It was reported that the patient performed a pocket controller exchange on (B)(6) 2022 due to backup battery fault alarms. After the controller exchange, the patient experienced driveline fault alarms. A second controller exchange was performed and the account confirmed that it resolved the driveline fault alarms. The submitted log file extracted from the first controller that was replaced captured low flow alarms from on (B)(6) 2022. Review of log file data captured from the new controller after the second controller exchange had taken place confirmed driveline fault alarms with corresponding yellow wrench advisory alarms on (B)(6) 2022 (related manufacturer report number: 2916596-2022-10288). No interruption in pump function was observed while these alarms were active, and the pump appeared to have operated as intended. Despite the driveline fault alarms observed, there is no indication of driveline damage as these alarms reportedly resolved with the second controller exchange. Multiple attempts were made to obtain additional information from the customer regarding the low flow events; however no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-10288. It was reported that the driveline fault alarms were due to the system controller having an old software version. A second controller exchange was performed and the alarms resolved.